Event description:
The following information was provided: during set up for a mako tha, the scrub nurse noticed during her routine count of the instrument screws that a screw was loose on the mako offset reamer handle. The rep was notified; a replacement instrument was opened, and the set-up of the case could continue without further problems. The scrub staff are counting all six screws on the mako offset reamer handle before every case. When doing the routine pre-op check, the scrub nurse detected the missing screw.